Event description:
The nurse attempted a peripherally inserted IV placement in the patient's left hand. The IV site was leaking, with the needle still in the catheter. As the nurse pulled the IV out, it was that the tip of the catheter was frayed. No infiltration or extravasation was noted. The IV was placed in a biohazard bag to be sent to supply chain qa [quality assurance] nurse.